Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was confused due to a urinary tract infection, and had inadvertently disconnected the percutaneous lead (driveline) and the batteries. The patient¿s caregiver noticed ¿bent pins¿ in the driveline which were preventing reconnection to the system controller. The caregiver straightened the pins with a pen and reconnected the driveline to the system controller. It appeared that the driveline had been disconnected for about 15 minutes. The patient was reported to be asymptomatic. The lvad clinician was concerned that the straightened ¿bent pins¿ would be dislodged if they attempted to check it, and they would not be able to reconnect the driveline back to the system controller. The lvad clinician requested an assessment and evaluation by the manufacturer's technical services representative to be performed without disconnecting the driveline. A log file reviewed by the technical services representative confirmed a pump stoppage that was associated with the event. In addition, there were a couple of transient power elevations which did not seem to be significant. There were no other unusual events within the captured log files. On (B)(6) 2017, the technical service representative performed a percutaneous lead (driveline) replacement which was completed with no issues. No additional information was provided.

Manufacturer narrative:
Evaluation of the returned portion of the driveline confirmed the report of bent pins in the controller connector, however, a specific cause could not be conclusively determined through this evaluation. Evaluation of the system controller log file showed a pump stop captured on (B)(6) 2017 resulting in alarms for driveline disconnect, low speed and low flow hazard. Low battery hazard alarms were also captured during this event due to both power cables being disconnected from external power sources and resulted in the system switching to the emergency backup battery. Upon reconnection, the system resumed normal device operation above the low speed limit with no further atypical events captured. No atypical issues were captured prior to the pump stop event. Technical services personnel arrived onsite on 24 oct 2017 and performed an external driveline repair. Examination of the controller connector revealed pins 3, 4, and 5 were bent, however, electrical continuity testing revealed no discontinuities or shorts. Visual inspection of the driveline was unremarkable, with no damage to the outer jacket, bionate layer, metal shielding and wires identified. High-potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.